Event description:
Lung biopsy. First slc55g dlu did not calibrate. The second indicated "replace dlu" when it was loaded on flexshaft. First two slcr55g reloads both misfired and the blade got stuck in between the staple lines. Two more slcr55g reloads had a misformed staple formation.

Manufacturer narrative:
Analysis revealed that one of the slc55g dlu's had an intermittent contact due to epoxy contacts, which would cause the dlu not to calibrate. The slcr55g reloads were observed to have no abnormalities during testing. However, the other slc55g dlu was found to have a fire-shaft drive clip damaged, which would cause partial firings. (See scanned pages).